Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had one branch completely detached when it was opened. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient, but the problem occurred while the device was inside the patient or was noticed while it was being used. It was then removed immediately.